Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation identified that the suture was broken. However, without the return of the device, further investigation cannot be performed. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation.

Event description:
On 1/25/2022, it was reported by a sales representative via e-mail that an ar-3638h knotless hip fibertak suture anchor pulled out of normal bone after using the appropriate drill and an ar-3638dhs disposbales kit shuttle suture broke during shuttling. This occurred during a procedure on (B)(6) 2022. No additional information provided. Additional information requested.